Event description:
A male had been set up to receive intralipid solution 20%. Solution started to run at 8 ml/hour via baxter as50 syringe pump at 1530. Syringe pump checked at 1630 and noted to have infused 20 ml over 1 hr instead of the 0.8 ml ordered.